Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll (B)(6) 2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, the motor cover and battery compartment were damaged. Also observed the platform was missing one of the restraint pin assembly's. Autopulse 1.1 is a reusable device and was manufactured prior to (B)(6) 2010. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive data showed user advisory (ua) 45 (not at "home" position after power-on/restart), ua 16 (timeout moving to take-up position) and ua 2 (compression tracking error), all of which occurred on (B)(6) 2016. The device displayed ua 16 and ua 2 during functional testing. In summary, the reported complaint was confirmed during the archive review and functional testing. During functional testing the ua 45 could not be duplicated, therefore indicating the ua 45 was cleared by the user. Ua 16 was observed when the "start" button was pressed, the root cause of this error was the integrated encoder gearbox. Also observed was ua 2 at the very first compressions during functional testing. The root cause of the ua 2 was that both load cells were not functioning as intended.

Event description:
It was reported that during patient use the autopulse platform s/n (B)(4) stopped compressions. The ems crew responded to a call on a patient in cardiac arrest. The crew positioned the patient on the platform and proceeded to start the autopulse. The autopulse showed the battery display having 3-4 bars. The platform proceeded to size the patient and gave one compressions then stopped. The crew replaced the battery and restarted the platform. The autopulse performed two compressions then stopped again. At the time this was reported to zoll, there was no knowledge of any error messages displaying during the event. The crew reverted to manual CPR. No patient sequelae was reported. No additional information was provided.